Event description:
There have been two more instances of leaking foleys. The bags have noted to be leaking after insertion. It is the same issue as before, where the urine is coming out from where you empty the drainage bag.